Event description:
On (B)(6) 2010, the pt reported e4 (occlusion) error was displayed on the infusion device while bolusing. The infusion site was changed 30-60 minutes prior to the report. He disconnected from the infusion site and primed without error. He removed the infusion site and found the cannula bent. He changed the infusion site and bolused 10.5 units of insulin. After 6 units were delivered e4 was displayed. He attempted to bolus again and e4 was displayed. He inserted a new infusion site and programmed the remainder of the bolus without error. He stated he does not always remove the insertion needle after inserting an infusion site and he was advised to always remove the needle. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.